Event description:
It was reported that after a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument's wire at the tip was coming undone. It is unknown if a fragment fell into the patient. The procedure and patient outcomes are unknown.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.